Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed noise in the ventricular channel; resulting in high ventricular rate episodes and automatic mode switch episodes. No intervention or patient symptoms were reported. The patient would be monitored.